Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported the pump was damaged after a fall, causing an unresponsive, chipped screen; blood glucose was not affected, and a replacement was arranged.